Event description:
During the single site robotic cholecystectomy, the monopolar robotic hook was difficult to insert into the robotic cannula. A second hook and new cannula were used and the same difficulty was encountered.